Manufacturer narrative:
The legal document refers to the walker as a rollite rollator, however, the exact model number and serial number/date code were not provided. The manufacturing location of the rollator has not been confirmed. For filing purposes, taylor street manufacturing (elyria, ohio) cfn number is being utilized for this medwatch. Attempts are ongoing to obtain additional information regarding this incident including device identifiers, usage, and if the device malfunctioned. If additional information becomes available, a a follow-up record will be filed.

Event description:
A legal document was received alleging an incident occurred on june 10, 2023. The document states the plaintiff who is disabled was headed to her hotel room when her walker came to a sudden and unexpected stop due to a dangerous transition, or lack thereof, between the carpet and tile. The walker was unable to climb the transition due to the height/change in elevation, lack of slope, and lack of a beveled edge. As the walker stopped, the plaintiff fell and struck her head on the tile causing a severe head and brain injury. The document also stated the plaintiff sustained injuries to her body, head and brain.

Manufacturer narrative:
Additional information was received august 22, 2025. At the time of the incident, the plaintiff was sitting on the walker and moving/rolling backwards as a companion walked along side her. The rollite rollator manual warns that rollators are not intended to be self-propelled while seated. With this additional information, the most likely underlying cause of this incident is due to improper use of the device. There is no indication of a malfunction with the walker/rollator.

Event description:
A legal document was received alleging an incident occurred on (B)(6) 2023. The document states the plaintiff who is disabled was headed to her hotel room when her walker came to a sudden and unexpected stop due to a dangerous transition, or lack thereof, between the carpet and tile. The walker was unable to climb the transition due to the height/change in elevation, lack of slope, and lack of a beveled edge. As the walker stopped, the plaintiff fell and struck her head on the tile causing a severe head and brain injury. The document also stated the plaintiff sustained injuries to her body, head and brain.